Event description:
The patient's lead and generator were replaced. The suspect product was discarded per hospital policy. No further relevant information has been received to date.

Event description:
Patient presented with high impedance and went into surgery. It was noted that the lead was removed, cleaned, and re-tightened, and there was still high impedance on system diagnostics. Test resistor was used but they didn't know how to do generator diagnostics, system diagnostics with the test resister showed 4000 ohms. The surgeon didn't feel comfortable doing a full revision so the products were left in for the time being. It was noted that the patient had a fall about 6 weeks ago which likely caused a fracture. Her vns is off and her seizure rate has not changed. No further relevant information has been received to date. No known further relevant surgical intervention has occurred to date.